Event description:
Device issue: dislodged stent. Time of device issue: unknown. Adverse event: none. It was reported that during an interventional procedure in the femoral artery, using a crossover technique, after pre-dilatation with a foxcross balloon catheter, an absolute stent delivery system was advanced to the lesion, but could not "reach" it. An absolute pro stent delivery system was used with the same results. It was then observed under fluoroscopy that the non-abbott sheath was kinked. An extra stiff guide wire was placed and an unspecified stent was implanted. There was no adverse patient effect. During return analysis of the absolute device, the stent implant was not returned and the outersheath was found to be bunched and retracted. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood on and in the shaft, and on the handle. There was saline on the shaft. The stent implant was not returned. The distal outer sheath was bunched for a length of 3.3 cm distal to the proximal end of the sheath causing the distal outer sheath to be retracted. The distal outer sheath was retracted proximal to the marker for a length of 1 cm. There were chatter marks on the outer member and outer member for a length of 12 cm proximal to the proximal marker. There was no other damage noted to the sess. The handle was in the locked position. There was a non-abbott guide wire returned inside the sess. There was no damage noted to the non-abbott guide wire. The handle of the sess was opened to reveal that the shaft was in the distal end of the handle and had not retracted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, it appears the difficulties advancing are likely due to the kink reported in the non abbott sheath. Although, a cause for the missing stent could not be determined, based on the reported information, it is possible that the bunching and chatter marks are related to the difficulty advancing through the kink in the non abbott sheath. In this case, the reported failure to cross and outer sheath damage appears to be related to case circumstances. A cause for the noted dislodgement could not be determined, there is no indication to suggest a product quality deficiency with the returned absolute. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. During manufacturing, all self expanding stent systems are 100% visually inspected for damage at multiple operations prior to loading into the dispenser coil and packaging.